Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the device had an unspecified crackling noise. There was no patient involvement. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty defibrillator capacitor assembly. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor assembly. The defibrillator capacitor assembly was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had an unspecified crackling noise.

Event description:
It was reported to philips that the device had an unspecified crackling noise. There was no patient involvement. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty defibrillator capacitor assembly. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor assembly. The defibrillator capacitor assembly was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.